Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('when I go into the hospital and I have surgery they tell me it is not nickel, they are unfamiliar with it .hey think it is stainless steel') in an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's concurrent conditions included colonoscopy. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent surgery). Essure (ess205) was removed. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure (ess205). The reporter commented: discrepancy noted in implant date: 2008 as per current pif. And (B)(6) 2006 and (B)(6) 2006. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2022: no new information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("when I go into the hospital and I have surgery they tell me it is not nickel, they are unfamiliar with it. They think it is stainless steel") in an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's concurrent conditions included colonoscopy. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent surgery). Essure (ess205) was removed. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2019: quality-safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("when I go into the hospital and I have surgery they tell me it is not nickel, they are unfamiliar with it .hey think it is stainless steel") in an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's concurrent conditions included colonoscopy. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent surgery). Essure (ess205) was removed. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure (ess205). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.